Event description:
Procedure: lobectomy. According to the reporter: the handle skipped while firing and cracked causing a tear in the tissue of the staple line. Another cartridge was applied. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).